Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.

Event description:
A pt reported blood glucose results of "185 mg/dl and 138 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The meter and test strips were replaced.